Manufacturer narrative:
The reported observation of broken lead wires and high impedances could not be confirmed due to the as received condition of the lead. No x-ray was provided. The root cause of the observation was not ascertained.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy. Impedance check showed high impedances on few contacts. Lead fracture was confirmed via x-ray. In turn, surgical intervention took place on (B)(6) 2026 to explant and replace the reported lead. However, during the procedure, it was noted that lead had broken into 2 pieces and only a portion of the lead was removed. The remaining portion of the lead remains implanted. As such, additional surgical intervention may take place at a later date to remove the remaining portion of the lead. A new lead was implanted and therapy was resumed.